Event description:
Pt reported seeking medical treatment, for high blood glucose, in 03/2005. They stated that, while driving home, they were feeling nauseous and experienced and chest pain. Pt pulled over, checked their blood glucose glucose ("hi"),and delivered a 25u bolus;however, they continued to feel nauseous, and decided to seek treatment from their physician. Pt was diagnosed with "stomach flu" and given an anti-nausea medication. Pt measured their blood glucose, at home, which again measured "hi". They sought treatment at a local hosp, where their blood glucose measured 900 mg/dl. Pt was severly dehydrated and had an elevated white blood cell count. Pt was treated with fluids and insulin, intravenously, and released on the 2nd day.